Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There was no button error alarm during testing. The pump was received with normal operating currents. The pump was monitored for several days and no battery out limit alarms occurred during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a cracked lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer tried various things like changing the battery. Customer stated that the pump may have been exposed to sweat but it has happened before. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer also received a battery out limit alarm because she had the battery out of the pump for a while.